Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient fell on their face a little over a month ago. It was noted that after the fall they patient felt a new bump in their back, just above the implant that was never there before. It was noted that the patient recently saw a surgeon for their spine and they said it might be the wires form the implant. It was noted that after the fall the patient notice that they felt stimulation when they sat down and did not feel stimulation when they stood up. It was noted that the patient did not have adaptive stimulation. It was noted that the patient stated that if they had to change stimulation every time they moved body position it would be a ¿pain in the butt since they would have to do it 100 times a day.¿ additional information has been requested, but it was not available as of the date of this report.